Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient passed away in (B)(6) 2015. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. A battery life calculation using the available programming history showed > 10 years remaining. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.